Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient (pt's) ins was replaced on (B)(6) 2021 due to not being able to restart it after ins had become depleted. No cmf records were found on this pt. Tss reviewed known issue when pts can get stuck in passive charging and that we recommend doing disable device feature to resolve but caller doesn't know if this was done or if this event has ever been reported. Timing of issue is unknown by caller.